Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 9.5 mmol, 9.2 mmol, and 23.6 mmol. Tests were done within 20 minutes with a difference of 60%. Patient did not experience any adverse events. No further information has been reported.